Manufacturer narrative:
(B)(4): analysis of the returned device confirmed that the snare loop could not extend. Further examination revealed a previously unknown failure mode; the catheter sheath had detached from the handle mechanism, which prevented the snare from retracting and extending as intended. Since the complainant indicated that they did not uncoil the device prior to use, the potential root cause for the catheter detachment and loop extension issue has been labeled as user/use error. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a rotatable oval snare was used during an endoscopic mucosal resection procedure on (B)(6), 2010. According to the complainant, the loop of the snare could not be extended. There were no reported bends or kinks along the working length of the catheter, nor were there any issues with how the handle functioned. The complainant, however, added that the device was not completely uncoiled prior to use. The physician was able to use another rotatable oval snare to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed reportable based on the investigation results- the catheter sheath detached from handle.